Event description:
Jelco winged IV catheter had been started by nursing personnel on 9 april 1992. Catheter had run well with IV fluids and IV medications. Then on 10 april 1992, IV became sluggish. Order was written for discontinuation. Nursing personnel had difficulty in trying to remove catheter and physician was notified. Physician also had difficulty in removing catheter and decided to surgically remove catheter, not wanting to tear vein. Catheter was noted to be kinked on removal. Question as to possible operator manipulation, not confirmed. Catheter sent to manufacturer.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.